Event description:
It was reported that the pts device was non-functional and had very high impedances. The pt underwent surgery. During surgery, it was found that the device had flipped many times. The lead was "remarkably" twisted from the flipping. The lead was untangled and attempted to be removed from the stimulator. The sacral element could not be freed and was left. A new device was placed, and the physician also wrapped the device in mesh. The area was closed and the pt went to recovery in good condition.

Manufacturer narrative:
(B)(4).